Event description:
During a surgery on (B)(6) 2012, the screw driver holding the sleeve for the matrix cracked and broke the tip of two screws. Both sleeves cracked. The tips of the two star drives were also damaged. There was no adverse effect to the patient. Surgery was due to a degenerative condition. This is 2 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. However, a review of the device history showed the lot met the material requirements and the required specifications.

Manufacturer narrative:
Device used for treatment and not diagnosis. Due to an unknown cause, the threads of the sleeve are damaged. No unusual wear or cosmetic damage was noted on the part.the thread length and features could not be measured due to damage. The material was tested and met specification. An exact cause for this complaint could not be determined. Device is an instrument and is not implated or explanted.

Manufacturer narrative:
Device used for treatment and not diagnosis. As the damage to the received drivers and the one holding sleeve are not exactly as described in the complaint description and they function with the mating screws as intended. The holding sleeve has a fractured thread with approximately one third of the circumference missing. Both screws have fractured heads at the top of the threads. They have a peeled thread indicating that after the initial fracturing, the surgeon continued to turn the holding sleeve causing a further peeling. While the driver, holding sleeve and screw were assembled, the driver may not have been fully seated in the screw drive recess. The surgeon may then have applied a bending load causing the initial fracture and then inserted the screw while the holding sleeve green ring was in the locked position. This would cause the screw threads to peel as is evident in the received screws. The drawings were reviewed and the design is adequate for its intended use.